Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. The cordis catalog number is not available. However, the burpee catalog number is bmt-s30201. Device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.

Event description:
As reported by the open study, approximately 7 months after deployment of a a 6x150mm flexstent in the mid right superficial femoral artery (sfa) the patient reported being hospitalized for unstable angina. Additionally, right sfa restenosis, left sfa and iliac artery stenosis was found. Interventions included right sfa atherectomy and angioplasty, tibial trunk atherectomy and angioplasty, peroneal artery angioplasty, anterior tibial artery atherectomy and angioplasty. Final outcome was successful directional atherectomy and angioplasty of the right ostial sfa and right mid sfa in a previously placed stent, successful recanalization of a totally occluded proximal anterior tibial artery treated with directional atherectomy and angioplasty, successful recanalization of the totally occluded peroneal artery. A few months later the cardiologist performed left atherectomy and angioplasty of sfa, left atherectomy and angioplasty with left iliac stenting. During the index procedure, access was via the left common femoral artery via a retrograde approach. The target lesion was a 90% occluded lesion in the mid right sfa of 135mm in length in a 5mm vessel diameter. A bolus of 8000 intravenous units of heparin was given during the procedure. The lesion was pre-dilated with a 5x100 mm balloon at 6 atmospheres (atm) before a 6x150mm flexstent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. Post-dilatation was performed with the same balloon at 14 atm. There was no dissection or other procedural complications. During the 4-6 and 12 month follow up visits, x-ray showed no evidence of stent fracture. The patient subsequently refused all other follow up.

Manufacturer narrative:
As reported by the open study, approximately 7 months after deployment of a a 6x150mm flexstent in the mid right superficial femoral artery (sfa) the patient reported being hospitalized for unstable angina. Additionally, right sfa restenosis, left sfa and iliac artery stenosis was found. Interventions included right sfa atherectomy and angioplasty, tibial trunk atherectomy and angioplasty, peroneal artery angioplasty, anterior tibial artery atherectomy and angioplasty. Final outcome was successful directional atherectomy and angioplasty of the right ostial sfa and right mid sfa in a previously placed stent, successful recanalization of a totally occluded proximal anterior tibial artery treated with directional atherectomy and angioplasty, successful recanalization of the totally occluded peroneal artery. A few months later the cardiologist performed left atherectomy and angioplasty of sfa, left atherectomy and angioplasty with left iliac stenting. During the index procedure, access was via the left common femoral artery via a retrograde approach. The target lesion was a 90% occluded lesion in the mid right sfa of 135mm in length in a 5mm vessel diameter. A bolus of 8000 intravenous units of heparin was given during the procedure. The lesion was pre-dilated with a 5x100 mm balloon at 6 atmospheres (atm) before a 6x150mm flexstent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. Post-dilatation was performed with the same balloon at 14 atm. There was no dissection or other procedural complications. During the 4-6 and 12 month follow up visits, x-ray showed no evidence of stent fracture. The patient subsequently refused all other follow up. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. The cordis catalog number is not available. However, the burpee catalog number is bmt-s30201. Device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral vascular disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.